Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that low sensing and high capture threshold was observed. The lead was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.